Event description:
A physician reported the leakage from a trocar canula during macula hole surgery after introducing the valve cannulas to the patient¿ eye. The surgery was completed. There was a patient contact, but no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three opened ophthalmic trocar cannula hub assemblies and three open trocar handle blade assemblies in a small parts tray (smpt) were received for the report of after introduced the valve cannulas to the patients eye and after twenty minutes he had leakage from one canula. During this time period he introduced many times the vitrector and the light pipe. The returned samples were visually inspected and were found to be non-conforming with damaged and opened septum's. Leak testing could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. A possible contributing factor to the damage (hole) in sample #3 observed could be that the probe was actuated while moving the probe in or out of the trocar and the probe cut the trocar septum. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).